Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that due to high blood glucose, hospitalization was necessary for diabetic ketoacidosis. The blood glucose level at the hospital was unknown. The customer indicated that they tried to bolus to keep the blood glucose down. Any further troubleshooting was declined by the customer.